Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that patient presented in e.r. After receiving inappropriate shocks due to oversensing of atrial events on the ventricular channel. X-ray revealed lead dislodgement. The lead was explanted and replaced when repositioning was unsuccessful. The patient condition is stable.